Event description:
It was reported that during an interventional procedure, a peripheral stent was placed in the left common carotid artery (off-label usage, contrary to instructions for use) 3cm from the aortic arch. The stent was post-dilated with the viatrac balloon catheter (off-label usage, contrary to instructions for use). After post-dilatation, a dissection was noted 2cm below the distal portion of the stent. The aorta rapidly dissected. The pt died from heart failure. It was stated that the event was not related to the device. This event will be filed conservatively.